Manufacturer narrative:
. Section b3, date of event: the exact date is unknown. As this event is for the left eye, then the best estimate is after the left eye was implanted which is (B)(6) 2022. . Section d4 unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a, if implanted, give date: the exact date is unknown. The patient reported (B)(6) 2022. Section d6b, if explanted, give date: not applicable as the iol was not explanted. Section h4 device manufacture date: unknown as the serial number was not provided. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. The patient experienced a symptom that appears like a grey spot on the iris of her eye, that moves. Patient described it looking like rain. Patient could not read her implant card to provide the iol model or serial number. She had implants in 2022. Patient reported having glaucoma and high eye pressure. Reportedly, there is no problem with the right eye aside from glaucoma. The patient stated that one of her doctors thought she may have a hold in the lens. The patient will reach out to us after she sees her doctor regarding the serial number and course of action. Johnson and johnson performed follow-up with the patient. However, the patient could not be reached. No additional information is available.